Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing using test battery without duplicating the report. Review of the device log shows that the device was prompting "low battery" messages. The investigation concluded that the device met specifications and performed as designed. The device was recertified and returned to the customer. The battery used at the time of the report was not returned. Analysis of reports of this type has not identified an increase in trend.